Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received prior to low anterior resection . New cartridge was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The cartridge cover and white sleeve were disengaged. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap procedure but the product was not used on the patient. They could not reload the device because the metal plate was disengaged from the cartridge. No patient injury.